Event description:
The facility reported an incident of "no upstream occlusion alarm when add on buretrol set closed" during pt use. The facility's clinical mgr of pediatric oncology stated that the pump was infusing chemotherapy medication to a pt. The clamp on the buretrol set was left closed and the pump did not alarm "upstream occlusion." The pump appeared to be running, however, the pump was not infusing the fluids. The situation went undetected for 10 hours, causing delay in the chemotherapy. According to the clinical mgr, no pt injury has been reported and no medical intervention was required. Despite baxter's efforts to obtain add'l info from the reporting facility, details were not available regarding pt's demographics, diagnosis or status, and rate of medication involved.